Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# mw5060964) in united states on 18-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2015. Reporter stated that hysterosalpingogram (hsg) was performed in 2016 and left side was ok and the right device was in right pelvis. Laparoscopy also performed in 2016 and insert was in omentum. Essure explant date was (B)(6)-2016. Reporter considered the event outcome as other serious (important medical event). Company causality comment this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during hsg it was found out that left side was ok and the right device was in right pelvis. Laparoscopy was also performed and showed it in omentum. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure.

Manufacturer narrative:
Follow up 25-may-2016: perforation questionnaire was received from physician. Patient's initials and date of birth was added. She was (B)(6). Patient had 3 pregnancies with 3 live births. She had no previous gynecological interventions. Her medical history includes spinal cord injury. She was confined to wheelchair. Essure lot number was provided, c51338 with expiration date on 30-apr-2017. The last delivery was not a c-section and she was not breastfeeding at time of essure insertion. No abnormal findings during essure insertion. The insertion and visualization of tubal orificium was easy. No fluid loss more than 1500cc and the procedure did not take more than 20 minutes. No complaints immediately after insertion. The patient used oral contraceptives as backup contraceptive method. On (B)(6) 2016, unilateral right perforation was diagnosed via hysterosalpingogram and this perforation was reported as not occurred during insertion. The patient did not have symptoms. The left essure was in correct position. The patient was not advised to rely on essure based on essure confirmation test. Both tubal occlusion was not confirmed and a second essure confirmation test was not performed. On (B)(6) 2016 due to a medical need and a patient's request essure was removed from omentum by laparoscopy and the patient recovered from perforation. There were no pathology results and signs of infection or inflammation. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during hsg it was found out that left side was ok and the right device was in right pelvis. Laparoscopy was also performed and showed it in omentum. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. Essure device may dislocate towards distal part of fallopian tubes and then migrate into abdominal cavity. Although, in this case, the exact mechanism of this dislocation had not been provided, given event's nature, causality with suspect insert cannot be excluded and since an intervention was required (laparoscopy) this case is regarded as incident. Further information and technical analysis have been requested.

Manufacturer narrative:
Follow-up received on 21-jun-2016: quality-safety evaluation: this adverse events report is related to a product technical complaint (ptc). (B)(4). Lot number c51338. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no further ae cases identified. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during hsg it was found out that left side was ok and the right device was in right pelvis. Laparoscopy was also performed and showed it in omentum. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. Essure device may dislocate towards distal part of fallopian tubes and then migrate into abdominal cavity. Although, in this case, the exact mechanism of this dislocation had not been provided, given event's nature, causality with suspect insert cannot be excluded and since an intervention was required (laparoscopy) this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical event cannot be totally excluded.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs